Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-18v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the image guide fiber bundle (cfb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the image guide fiber bundle (cfb) fluid damage, the insertion flexible tube (ift) compressed, the light guide cable compressed, the suction channel buckled, the angle wire play, the air/water nozzle missing, the operation channel leak, the ocular leak, the objective lens unit scratched, the image guide fiber bundle (cfb) dirty, the lg prong top dirty, the air/water nozzle loosened, and the lcb distal cover glass disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.